Event description:
It was reported that the transport chair left hand side handle is not engaging. States it's locked in place. The right-hand side works just fine. Cannot brake properly. Upon trouble shooting with the customer, it was discovered that this issue is not a product defect. The left brake shoe was able to be adjusted and the tension from the left handbrake has been minimized resolving issues.

Manufacturer narrative:
It was reported that the transport chair left hand side handle is not engaging. States it's locked in place. The right-hand side works just fine. Cannot brake properly. Upon trouble shooting with the customer, it was discovered that this issue is not a product defect. The left brake shoe was able to be adjusted and the tension from the left handbrake has been minimized resolving issues. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated. This medical device report (MDR) is being submitted as part of retrospective review activities, which include review of historical data in accordance with regulations at 21 cfr part 803. The information included in this MDR reflects the information reasonably known to the manufacturer at the time of this retrospective review and submission.